Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to eth for evaluation. Visual revealed that one empty foil, one labeled winding former with one used needle were received for analysis. Product code vcp242h. During visual inspection of the returned needle, marks at the edge of the swage area of the needle, probably be caused by a surgical instrument, were observed. This damage likely caused detachment of the needle from the suture. The suture was not returned for evaluation. Per the conditions of the returned sample, the functional test could not be performed. To avoid this kind of damage, the needle should be grasped in an area one-third to one-half of the distance from the attachment end to the point; please reference the instruction for use for more information. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Wire that is loosened. No patient consequences, but other wires used and stress of the teams. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Has the needle come off the suture. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.